Event description:
The tech alleged the bed exit is not alarming. No pt impact.

Manufacturer narrative:
The tech found the bed exit alarm is too low and cannot be heard outside the pt room even at its loudest. The tech replaced the scale board and added the external buzzer kit to resolve the issue.